Event description:
It was reported that the patient was seen in the clinic with complaints of feeling tired and dizzy during long runs. Patient had a heart rate monitor showing significant hr drop in the middle of her run. In the clinic, there were short atrial high rates seen on atrial tachycardia/atrial fibrillation histogram as well as oversensing. After investigation, isometrics exposed noise on the atrial electrogram. The patient was then scheduled for a possible device replacement. It was noted that after opening the pocket the doctor did a tug test and the set screw and leads were in the header correctly. When pushing on the clavicular area with the device attached, the noise was seen in unipolar as well as bipolar channels. After hooking the new device to leads we did not see any noise in the bipolar configuration. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.